Manufacturer narrative:
One heartstart xl+ defibrillator was returned for failure analysis. The reported issue was verified/duplicated in the lab. The fault was located to pcb tactical switch (s3).

Manufacturer narrative:
One heartstart xl+ defibrillator, (B)(4), was returned for failure analysis. The reported issue was verified/duplicated in the lab. The fault was located to pcb tactical switch (s3).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the during a control test, the soft key button (#1) does not work. There was no reported patient involvement/adverse patient impact.